Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2, h6. Upon receipt of additional information, it was determined this product should not have been reported as there was no evidence of a screw being implanted; therefore, this report should be voided.

Event description:
It was reported that there is no known evidence of a screw being implanted at the time of the procedure.

Event description:
It was reported that the patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is going to be revised due to loosening. The patient will be revised from a tm cup to a triflange.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.